Event description:
It was reported that when the catheter was inserted, it was found that the guide wires were not smooth and bent. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire is confirmed; however, the exact cause is unknown. One photograph of a nitinol guidewire was returned for evaluation. An initial visual observation of the photograph showed a segment of a nitinol guidewire. A red circle was annotated onto the photograph which highlighted the transition between the core wire and the coil wire. The transition appeared to be evenly tapered and uniform in the photograph. As the physical device was not returned for evaluation, dimensional analysis at the transition of the wire could not be conducted. However, the overall shape of the guidewire was observed to be bent in a wave-like pattern which is consistent with the description of the event. No obvious use residue was observed on the guidewire in the photograph. While bending of the guidewire was confirmed, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.